Manufacturer narrative:
The device will not be returned. A non-visual investigation will be performed and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported a piece of the patient's tray broke off in his mouth while he was sleeping, no other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Case # (B)(4). Manufacturer reference: (B)(4). Additional information: a1, d4 (model #, catalog#), e1, g3. Correction: d1, d4 s.n. Ez (no), e3, g1, g2.

Manufacturer narrative:
Correction: g1.